Manufacturer narrative:
(B)(4) date sent: 9/17/2025 corrected data d1, d4. Additional information was requested, and the following was obtained: how many devices were used and had issues for this event (sigmoidectomy)? 2 cdh29p what were the indications for surgery? Restoration of continuity after sigmoidectomy for diverticulitis what surgical procedure was performed? Sigmoïdectomy did the patient receive any preoperative chemotherapy or radiation? Idk were there any issues experienced with the device in the initial surgical procedure? No issues during the use of the cdh29p, after firing both proximal and distal colon were "floating" inside the abdominal cavity. Both merges near the anastomosis were broke. What healthcare professional fired the device and what is his/her experience with the device? Surgeon where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Idk was the device difficult to close? No was the device difficult to fire? No were there any issues with the anvil head? No was a triple staple technique used? Idk what "triple staple technique" is was a purse string device used? Idk how may counter-clockwise revolutions of the adjusting knob were used to open the device? Two complete revolutions did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Donuts were completed and well formed. Was a complete transection of the white breakaway washer visually confirmed? Idk were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Cf question 5 what is the current status of the patient? High crp rate after 3 weeks but no re surgical intervention. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Idk

Manufacturer narrative:
(B)(4). Date sent 9/10/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many devices were used and had issues for this event (sigmoidectomy)? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were there any issues with the anvil head? Was a triple staple technique used? Was a purse string device used? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy in laparotomy during the use of the first cdh29b device, everything was as usual. However, once the stapling was performed, it was noticed that the colon floated in the abdominal cavity. When observing it closier, the surgeon noticed there as a tear near to the anastomosis site both on the proximal and distal part. It was required to disassemble the anastomosis and to re-staple by using a second cdh29b device. The visual analysis of the donuts showed they were intact and entire.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2025. Corrected data: d1, d4. Additional information received: the product code should be cdh29b.